Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital for diabetic ketoacidosis (dka) and high blood glucose (bg). Bg value above 500 mg/dl. Reportedly, the customer neglected high rising bg levels and attempted to address the bg via correction bolus after bg was already elevated. The customer was treated with fluids and insulin while in the hospital. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.